Manufacturer narrative:
Tracking #.50773. Device-a. Based upon inquiry info rec'd and visual examination, the reported event was confirmed. Three instruments were rec'd. Instrument a was rec'd with a yielded nose weld and one staple jammed in the nose. The tube was rec'd separated from the handle and the driver bent, also the head housing was broken and this half was not returned. No functional test could be performed due to the condition of the instrument returned.

Event description:
It was reported an ems was used during an unknown procedure. It was reported the first device stopped firing too soon. Another ems was opened and the device stopped firing after the 2nd staple. A third device was opened and the staple got stuck. There was no consequence to the pt.